Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the maintenance unit had a crushed power switch on the front. The plastic covering is missing, and underlying electronics of the switch are exposed. There were no reports of patient harm.